Event description:
Revision surgery, patient's subscapularis was torn. Patient had no greater trochar which made it very hard to stabilize the patient. The surgeon went in and tried to revise the reverse and ended up using a reverse humeral adapter and foundation humeral head. Patient was reported to be stable and doing well.